Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm (line number 32768 and file ID 19), pump error 3 alarms, and pump error 4 alarms. Unable to determine the root cause per r&d.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 124 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were able to clear the alarm successfully. Customer stated that they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.